Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, 2d image acquisitions quality was noted to be poor while the 3d image acquisitions were found to be all darkened. It was noted that the issue occurred on confirmation image acquisitions. It was noted that the anatomy was visible in the 2d image acquisitions and that there were artifacts on the superior and inferior edges of the 3d image acquisition. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.